Event description:
Reporter alleged obtaining discrepant back to back glucose results of 46 mg/dl, 65 mg/dl, 173 mg/dl, 59 mg/dl and 156 mg/dl when all tests were performed within 10 minutes on the compact system. Reporter stated she self-treated with hard candy and orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.